Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, she changed her infusion set needle and the next morning on (B)(6) 2011, her blood glucose level was 180 mg/dl. Pt stated at 1 pm, her blood glucose had elevated to 470 mg/dl, she took a correction via syringe and the infusion device and then changed the infusion set soft cannula. Pt reported on (B)(6) 2011, her blood glucose level was okay. Pt stated, the next day on (B)(6) 2011 at 4 pm, her blood glucose level had elevated to 380 mg/dl and she recognized the infusion set was leaking between the self adhesive and the soft cannula. Pt's normal blood glucose level is 80-120 mg/dl. Pt reported, she currently has a mild cold. Pt disposed of the infusion set. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the unused infusion set for eval.